Event description:
A customer obtained a non-reproducible, falsely elevated vitros trop I es result from a patient sample when processed on a vitros eciq immunodiagnostic system. A result of 0.128 ng/ml vs. A correct result of <0.012 ng/ml was predicted. The falsely elevated vitros tropi es result was reported from the laboratory. The result was questioned by a health care provider and no inappropriate medical action was taken. There was no allegation of patient harm. A corrected result was issued by the laboratory. However, a biased result of the direction and magnitude observed may lead to inappropriate medical action if occurred undetected. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample using the vitros eciq system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros eciq system was not performing optimally. An ocd field engineer performed service actions to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test. The investigation could not confirm that the sample was processed in accordance with the sample collection device manufacturer's recommendation. Therefore, it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.